Manufacturer narrative:
(B)(4). The customer returned a cvc catheter, a guide wire, and a lidstock for analysis. Visual examination revealed that the guide wire was unraveled from the proximal end. Three kinks were also observed on the guide wire body. The distal j-bend also appeared misshapen but intact. Microscopic examination revealed that the proximal weld had separated from the core wire. The distal weld appeared full and spherical. Microscopic examination also revealed that the exposed proximal core wire tip is tapered and discolored at the point of separation. No other defects or anomalies were observed on the guide wire or the returned catheter. The kinks in the guide wire measured 265mm, 315mm and 432mm from the proximal weld. The overall length of the guide wire measured 600mm which is within specification of 596-604mm per product drawing. The outer diameter of the guide wire measured 803mm which is within specification .788-.826mm per product drawing. The length of the catheter body measured 216mm which is within specification of 207-227mm per product drawing. The returned guide wire was able to pass through the returned catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and the catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "there was resistance removing the swg during the insertion of the catheter. Finally the process went without any problems and it was possible to insert. Patient was fine, no harmed reported."

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "there was resistance removing the swg during the insertion of the catheter. Finally the process went without any problems and it was possible to insert. Patient was fine, no harmed reported."